Event description:
Caller reported that a malfunction occurred on the pump with a malfunction code of malf 4. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy, and technical support is sending a replacement pump with updated software. The customer was informed about receiving training through their tandem source account and was provided instructions on how to put the current pump into storage mode before returning it. The problematic pump needs to be returned via ups using a return box and pre-paid label within 10 days.